Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 80 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as feeling tired and moody. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The customer stated their health care professional made adjustments to pump settings which resulted in highs and then made further changes which resulted in lows. The insulin pump will not be returned for analysis.